Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher as documented in the repair reports in livelink. The skin graft mesher was manufactured on september 26, 2007, and is over 8 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) revealed that the gear cover was missing a screw and the comb had been modified. The comb ends had been cut off. The comb was also noted to be out of shape. The pretest was unable to be performed due to the damaged comb. The detents were worn on the hinge lid. The 1.5:1 ratio cutter, was tested and found to not pass zimmer mesh test criteria. Repair of the skin graft mesher was not performed by zimmer (B)(4) and was returned to the customer august 16, 2016 unrepaired as per the customer¿s request. The reported event was confirmed since during the initial inspection by zimmer (B)(4), it was noted that the gear cover was missing a screw. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection by zimmer (B)(4) it was noted that the gear cover was missing a screw. It was also noted that the comb had been modified by cutting the ends off and was deformed. The IFU states that ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿

Event description:
It was reported that the unit was missing a screw from side of the mesher. No patient involvement. No adverse events have been reported as a result of the malfunction.